Event description:
Pt presented to the e. D. In severe distress, dic, s. O. B., and fever. Pt was a leukemia pt who had platelet replacement the day prior. Pt was placed on a respirator for the breathing issues. Pt became hypotensive and bradycardic and eventually expired after ventilator became non-functional due to low/no battery power. The issue appears to be due to the plug of the device and not the device itself. An after-market plug had an internal connection that became loose which did not allow the device draw power from the outlet. The device appears to have drawn power intermittently when initially plugged in, but eventually the ventilator switched to battery power, even though the device remained plugged in to a working ac outlet. The battery eventually ran down, and the ventilator ceased operation, leading to the pt becoming hypotensive and bradycardic resulting in cardiac arrest. MFR ref # 2021710-2015-01745.